Event description:
Leaking exhalation valve.

Manufacturer narrative:
Reportable leak could potentially lowered volume delivered to patient.

Manufacturer narrative:
Reportable leak could potentially lowered volume delivered to patient. This issue has been addressed in the field and the customer is comfortable with the product. During a field visit the clinician couldn't reproduce the issue and didn't save the product in question. Tristar skyline medical center is the customer. Could not locate account in salespad. Customer complained about device leaking. The issue could not be replicated during a field visit with the clinician. No customer action required. Ra: multiple hazard effects listed in RMA-20020 for functional issues. Complete investigation could not be done without returned product or repeated scenario.

Event description:
Leaking exhalation valve.